Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The customer did not provide info regarding the pt outcome. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the inspiratory flow sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).